Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, seven years after an inguinal hernia procedure, the patient was having discomfort and on and off extreme, debilitating pain from the mesh that was implanted in him.